Manufacturer narrative:
Smiths medical has received the sample device. A full evaluation is anticipated, but not yet begun as the device is currently in transit to the investigation site. Smiths medical will file a follow-up report detailing the results of the evaluation once it is completed.(B)(4).

Event description:
It was reported that during the use of the product, the cuff on a tracheostomy tube became damaged and was leaking. It was reported that the event was resolved and no adverse health outcomes were reported.

Manufacturer narrative:
Upon receipt of the returned product specimen, it was visually examined. One used tracheostomy tube was received. No visual anomalies, including holes were observed. Functional testing was performed. The cuff was inflated with a syringe, submerged in water, and leakage was detected in the form of bubbles. This complaint was confirmed. While no definitive root cause could be determined, this investigation revealed no intrinsic evidence to suggest a manufacturing issue.